Event description:
The customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an on site eval. Verified reported issue. The problem was verified. Artifacts in image were from a bad collimator cover. This was replaced. System now operates as intended and was returned for customer use.